Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the eleventh firing on the closure of the enterostomy of the jejunum, the stapler cut but it was reported the outer row did not form. The staples were still u shaped. There were no patient consequences. The case was completed with the surgeon hand sewing the entire staple line.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An (B)(4) reload fully fired was present; however, several b-formed staples were found on anvil knife slot and channel. It should be noted that prior reloading the instrument, hold the instrument in a vertical position, with anvil and cartridge jaw completely submerged in sterile solution. Swish vigorously and then wipe the inside and outside surfaces of the anvil and cartridge jaw to clean any unused staples from the instrument. Do not use the instrument until it has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. Insert the new reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Please reference the instructions for use to additional instructions. The device was disassembled to reset the bailout and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 05/09/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The surgeon stated that the tissue was not exceptionally thick, but has agreed to use a blue reload instead of white for this step of the procedure.